Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified higher scan results in comparison unspecified readings on an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as confusion, "peeling on themselves" and was unable to self-treat. The customer was seen in a hospital, where they received unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.